Manufacturer narrative:
Correction report being filed to correct bsc aware date and h11: additional MFR narrative. Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.

Event description:
It was reported that this device exhibited a pd (patient data) error. Technical services (ts) discussed that this error is a benign error that is reported within warm boots error. Ts recommended to re-enter the patient data and notes and to utilize manual setup or automatic setup to re-establish the intended vector and gain configuration. A save to disk was performed and confirmed the error is benign. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this device exhibited a pd (patient data) error. Technical services (ts) discussed that this error is a benign error that is reported within warm boots error. Ts recommended to re-enter the patient data and notes and to utilize manual setup or automatic setup to re-establish the intended vector and gain configuration. A save to disk was performed and confirmed the error is benign. At this time, the device remains in service. No adverse patient effects were reported.